Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. Unit received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, broken belt clip slot, and cracked battery tube threads.

Event description:
The customer reported via phone call that customer was hospitalized in (B)(6) due to a low blood glucose level of 36 mg/dl. She had soda and dextrose to treat her blood glucose level. The customer's husband had to call the ambulance a couple of time because her blood glucose level bottomed out. At the end of the insulin pump it was discolored. The battery seemed to be burning it. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.